Event description:
The director of medical services at a prison in (B)(6) contacted customer service. A doctor at the prison was using a breeze2 meter to test the blood glucose of an (B)(6) prisoner. He had not received training on how to use the meter. He forgot to eject the used test strip from the device after the test and sustained a cut to his finger even though he was wearing gloves. The director stated the incident was reported to the prison's risk prevention department. No other info was provided about the event.